Manufacturer narrative:
Results of investigation: vyaire field service representative went onsite to evaluate the device. Found exhalation diaphragm is deformed. Swap out a new exhalation diaphragm. Calibration transducer. Performed owner verification process and performance check, all passed. All work accomplished per vela service manual. Ventilator is operational and meets company specifications.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device failed to deliver volumes while on a patient on the vela ventilator. The customer confirmed there is no patient harm associated with the reported event.